Manufacturer narrative:
Correction: please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report:3005168196-2023-00216 1. Section h. Box 6. Device code 3. Evaluation of the returned benchmark max 81 confirmed a fracture on its distal shaft. Evaluation revealed that the device was kinked at the fractured location. This indicates that the bmx81 was kinked prior to fracture. If the bmx81 is advanced against resistance during the procedure, damage such as a kink and subsequent fracture may occur. The reported patient¿s tortuous anatomy likely contributed to the resistance during the procedure. Further evaluation of the device revealed a kink on the proximal shaft. Based on the damaged location this damage was likely incidental to the complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a benchmark bmx 81 access system (bmx81) and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the bmx81 through the radial artery, the physician experienced resistance after encountering a radial loop of the artery. Next, upon removal, the physician noticed that the bmx81 was kinked and fractured at the distal location. The procedure was completed using a benchmark bmx96 access system (bmx96) and the same microcatheter. There was no report of an adverse effect to the patient.